Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned fiber was noted to be in two pieces; one measuring 107.5 cm and the other measuring 168.5 cm. The exposed glass tip measured 4 mm and appeared in good unused condition. The light from within the connector was bright and round indicating there was no fracture within the connector. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Product investigation confirmed the reported clinical observation noting the probable cause of the event was traced to a component failure.

Event description:
It was reported that when the fiber was taken out of the packaging, it was found to be defective. The fiber was bent and appeared to be torn at the bend of the fiber. A new fiber was opened and used for the procedure. The procedure was completed with no patient complications.